Manufacturer narrative:
A follow up report will be submitted when the investigation has been completed.

Event description:
When using vtiq in a breast exam, the shear wave velocity reading in m/s did not match the color scale. No consequences to the patient were reported.

Manufacturer narrative:
(B)(4). The device referenced in this report was not returned to siemens for investigation; however, a health risk evaluation (hre) was conducted to find the root cause of the reported phenomenon. Based on the hre, the basic root cause is attributed to color mapping which misaligned with the b-mode image underneath. What this results in for the user is a difference between the color bar mapping and the shear wave velocity readout. The velocity result in m/s does not correspond with the velocity color scale. The root cause is due to a geometry distortion error of the input parameter to the scan converter, resulting in an incorrect shear wave velocity result. Reference complaint # (B)(4).